Event description:
It was reported that during a colostomy takedown, the surgeon fired the device and when he observed the doughnuts they were not complete. He stated that this indicated an incomplete firing of the device. It required intervention to complete the procedure to prevent permanent impairment. No other information was provided by the caller at this time. The device is being returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: were any of the forces higher or lower than expected (closing, firing, or opening)? What was the patient¿s biometrics? Does the surgeon normally use the cdh21a device for colostomy? Beyond incomplete donuts, what other indicators were observed (leak test, staple form,¿? What interventions were necessary? The analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.